Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 50 mg/dl. Reportedly, the cause was unknown. Customer indicated that exercise possibly contributed to bg level, as the customer had recently gone low after exercising. However, the customer could not recall if they had exercised on the event date. The customer required assistance from partner to treat bg via consumption of carbohydrates and glucose tablets. The customer was instructed to consult with healthcare provider regarding bg level.